Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by (B)(4) on (B)(6) 2017.

Event description:
It was reported the ipg would not respond to external devices. Error message "cannot connect to generator. The generator is not responding¿ occurred when attempting to pair with clinician programmer and patient controller.

Manufacturer narrative:
The reported observation of ¿generator not responding¿ was confirmed. The analysis results concluded the inability to establish communication between the programmer and the implantable pulse generator (ipg) was due to the device entering the service application state. The time stamps showed the device had been placed in surgery mode repeatedly throughout the implant period, the root cause of this or why the patient was placing the device in surgery mode was not ascertained.

Event description:
Additional information was received that surgical intervention occurred during which the ipg was explanted and replaced to address the issue.

Event description:
Based on information obtained, the patient had an unrelated surgery in (B)(6) 2019 and turned the device off but did not enable surgery mode. The ipg was unresponsive to external devices following the procedure.